Event description:
An attorney reported, through court documents, that following an intraocular lens (iol) implantation the patient was experiencing foreign body sensation, red and painful eye, pressure and the inability to judge depth in her surroundings; starting at one day postoperatively. This lens was the second lens exchanged for this patient. There are two medical reports associated with this event. This report is for the second lens exchanged. The first manufacture report related to this event is number 1119421-01134 for the previous lens exchanged.

Manufacturer narrative:
The lens was not returned for evaluation; the lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number.(B)(4).